Event description:
It was reported that a blade break occurred. The 80% stenosed target lesion was located at left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. Upon opening, it was noted that the blade was broken. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection revealed no issues were noted with the hypotube shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Blood was visible in the balloon. A microscopic examination of the blade segments identified the following: blade 1 has no damage observed. Blade and pad fully bonded onto the balloon. Blade 2 has approximately 1mm of a distal blade segment was missing (detached). The entire blade pad was intact. Blade 3 has no damage observed. Blade and pad fully bonded onto the balloon. The tip showed no signs of tip damage. Examination of the polymer extrusion noted the inner lumen was detached 6cm from distal tip.

Event description:
It was reported that a blade break occurred. The 80% stenosed target lesion was located at left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. Upon opening, it was noted that the blade was broken. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.